Event description:
There was a complaint of a questionable elecsys ft3 iii result for 1 patient tested with a cobas e411 rack. It is unknown if the questionable result was reported outside the laboratory. The patient¿s initial result was 32.55 pg/ml; the repeat was 2.0 pg/ml. The customer stated the repeated result matches the patient¿s previous result. The lot number and expiration date of the elecsys ft3 iii used were requested, but not provided.

Manufacturer narrative:
A reagent issue can be excluded as calibration and qc were acceptable. Recent maintenance on the analyzer replaced the pinch valve tube on (B)(6) 2021; a maintenance issue can be excluded. The investigation found the available data suggests a sample quality issue that is consistent with the preanalytical pipetting issues. The investigation did not identify a product problem. The cause of the event could not be determined.